Manufacturer narrative:
The device remains implanted. A boston scientific engineer analyzed the save to disk and discussed that there were no device resets. The device was programmed with auto capture on and was operating in current bin 1. The last auto capture output voltage was 3.5v. The battery calculator estimated longevity at the programmed settings was about 4.6 years. This estimate corresponds with the date of elective replacement indicator in (B)(6) 2009. The (B)(6) 2008 programmer estimate of longevity of greater than 2 years may have been due to a lower operating current and lower output voltages due to auto capture at that time. It appears the device was functioning properly. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this pacemaker that was implanted in 2004 was noted to be at elective replacement time since (B)(6) 2009 during a follow up visit. At the previous follow up visit, performed on (B)(6) 2008, revealed greater than 2 years of residual life. The patient was fine and is not pacemaker dependent; however, the pacemaker does provide therapy often for bradycardia. A save to disk was performed and sent to a boston scientific engineer for review. A revision procedure may be performed in the future. No adverse patient effects reported.